Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high and was not alleviated with a bolus. The blood glucose reading was 400 mg/dl. The drive support cap appeared normal. The customer found some air bubbles in the tubing and was assisted in priming them out. Insulin did exit. The insertion site was not sore or irritated and the insulin was not cloudy or expired. The customer reported that the programming was correct. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.